Manufacturer narrative:
(B)(4). Date sent: 6/26/2023. Additional information received: surgeon used cdh29b stapler. Tissue did not stay together after firing. We are not able to see staples left in the patient or on the device after leading surgeons to believe device is defective and had staples loaded fired within green range-steps for use followed.

Manufacturer narrative:
(B)(4). Date sent: 8/3/2023; d4: batch # 165c97. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29b device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Ensure that the firing trigger is fully squeezed to ensure proper staple formation and cutting of tissue. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number 165c97, and no non-conformances were identified.

Manufacturer narrative:
(B)(4); date sent: 6/14/2023; d4: batch # unk; h6: health effect - clinical code; gastrointestinal system (e10); attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Photo images and video were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information received: surgeons fired cdh29b stapler in low rectum. When surgeons went to open device, no sign of staples present as tissue fell apart and did not hold together. Stapler cut, however, donuts are intact and significant. Surgeon uses device weekly and is very comfortable with steps, showed the rep where she placed the orange indicator within the green range ¿ about 1/3 of the way up on the green range. No staples seen remaining on stapler or on tissue remaining in patient. Surgeon has been using the stapler for a long time, over 6 years. This is a colo-rectal site. Surgeon went to fire the cdh29b stapler in low rectum. Per the surgeon, the tissue felt a little thicker than normal. It was difficult to close. Did not say difficult to fire, just when closing felt thicker. Device fired completely. When the surgeons went to open the device, no sign of staples anywhere. The tissue fell apart and did not hold together. Stapler cut, donuts were intact and significant. Removed the stapler and the anvil on washer had broken. The sales rep was called to the room to examine the device. Surgeon uses the device weekly and is very comfortable with steps for use. Surgeon showed rep where she placed the orange indicator within the green range, about 1/3 of the way up on the green range. No staples seen remaining on stapler or on tissue remaining in patient. Rep not aware if the surgeon was using a proctoscope. Discussed was proper device handling prior to use to ensure staples are not inadvertently release from the device prior to firing. Additionally, the rep did mention a call with the ethicon medical and engineering team to the surgeon. The surgeon is interested in speaking with the team, but the local team will hold off on scheduling the call until after the device has been returned and analyzed. Additional information was requested, and the following was obtained: what are the details of the incident?: surgeon used cdh29b stapler-tissue did not stay together after firing. We are not able to see staples left in the patient or on the device after leading surgeons to believe device is defective and had staples loaded fired within green range-steps for use followed. Impact of incident: the patient required a permanent stoma as stapler failed. Who was affected? Patient did this problem/incident result in unexpected or prolonged care?: yes attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: are pictures of the anastomosis available? When was the safety removed? What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Were there any difficulties removing the device? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a low anterior resection the device was used for creating lower rectal anastomoses. Surgeon fired the device plastic to plastic, with the orange indicator bar within the green range (said it was about 1/3 of the way up from the bottom of the green range). Knife cut fully, but as they opened the device the anastomoses fell apart. No sign of staples at all. Rings were large and intact. Patient required permanent stoma as not able to reattach. Frequent user of cdh29b stapler for years - first issue. The patient suffered from a permanent stoma instead of bowel anastomoses.